Event description:
Maude report, (B)(4), reported: "volun (B)(4) 2014: had my knees replaced (right one on (B)(6) 2011 and second one, on (B)(6) 2011) using stryker shape match cutting guide. Now, almost 2 years later, having severe pain in my left knee. Seeing my surgeon's assistant tomorrow to see what is going on (B)(6) 2014). I cannot walk, bend my knee without pain. Went through all of this twice already, first time the right, with surgery, recovery and therapy and then the left. I am tired of pain."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# fvbh. Triathlon cr fem comp #5 r-cem; cat# 5510f502; lot# s3esp. Triathlon symmetric x3 patella; cat# 5550-g-391; lot# b622. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An event regarding alleged right knee pain involving a triathlon cs insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the pi as submitted although with limited data does not appear to be related to the use of shape match cutting guides or the triathlon implant. While this case was within the scope of product recall ra 2012-171, this pi was not felt to be related to the shapematch cutting jigs.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Maude report, mw5033716, reported: "volun (B)(6) 2014: had my knees replaced (right one on (B)(6) 2011 and second one, on (B)(6) 2011) using stryker shape match cutting guide. Now, almost 2 years later, having severe pain in my left knee. Seeing my surgeon's assistant tomorrow to see what is going on (B)(6) 2014). I cannot walk, bend my knee without pain. Went through all of this twice already, first time the right, with surgery, recovery and therapy and then the left. I am tired of pain."